Manufacturer narrative:
The pump alarmed a radio frequency programmable integrated circuit failed self test alarm during self test due to the faulty electrical component on the radio frequency board. The pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a radio frequency programmable integrated circuit failed self test alarm. The customer stated that the pump was sitting in his pocket and it started alerting when he was in his truck. Customer went through the self test and it went back to the alarm. Customer ran a small bolus through the tubing and saw the insulin come through. Customer stated that the bolus amount was recorded in the bolus history. Customer stated that a temp basal was programmed before the alarm occurred. Customer was advised that the pump will need to be replaced.